Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in june 2009 and performed to specification up to 9th august 2015. During this time an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups, mainly of less than one minute duration were observed in the device memory on the 13th august 2015. The pad-pak was then removed. A pad-pak was installed on the final history log entry on the 20th august 2015 with the device passing an auto self-test. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. There were no ten minute power ups, however there were multiple manual power ups mainly under one minute duration. These multiple manual power ups may suggest the device was switching itself on automatically and the user was intervening by turning the device off. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.